Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Needle through catheter in unit packaging is not considered to be a reportable malfunction.

Event description:
It was reported that a hole was found in the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter: "a faulty bd insyte autoguard cannula was noted today. It was noted prior to being placed in a patient but was noted to have additional hole in the actual catheter; potentially leading to extravasation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter: "a faulty bd insyte autoguard cannula was noted today. It was noted prior to being placed in a patient but was noted to have additional hole in the actual catheter; potentially leading to extravasation."